Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation - customer had returned the incorrect meter. Test strips were not returned for evaluation. Most likely underlying root cause: (B)(6): product expired. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from meter to meter comparison of 72 mg/dl using true metrix meter and 20 mg/dl using another device. The customer¿s expected am fasting blood glucose test result range is 90-119 mg/dl and expected pm fasting blood glucose test result is 200 mg/dl. The customer feels well and did not report any symptoms. On (B)(6) 2023, customer had been unresponsive and wife had called emt. Customer had obtained the blood glucose test result of 72 mg/dl using the true metrix meter. When the emt's had arrived 15 minutes later they had tested the customer's blood glucose and had obtained the result of 20 mg/dl. The emt's had administered an injection to customer to raise his blood glucose. Customer had been taken to the hospital. The diagnosis was low blood glucose and customer remained in the hospital until 7 pm that night. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The customer's test strips are expired: test strip lot manufacturer¿s expiration date is 04/22/2023. The customer did not have another vial of test strips that had been stored and handled correctly; customer had another vial of expired test strips, lot number zy4526s, manufacturer's expiration date of 04/30/2023. The meter memory was not reviewed for previous test result history.